Event description:
Reported that blade part number 371631 were broken upon inspection of product, cracked and damaged. (B)(6), the director of supply chain called this morning to report additional quantity were also reported broken after completing a 100% inspection.